Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.